Manufacturer narrative:
The account replaced the four casters to repair the stretcher.

Event description:
The complainant stated that the casters will continue to swivel when in brake but the caster wheels do not roll.